Event description:
A surgeon reported that there was no recognition of the laser footswitch during a surgical procedure. The system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).